Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation:the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint. A sample was not returned. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided.a review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred approximately 15 min into the hd treatment. The nurse explained that the leak was visually seen. The blood leak was described as being an internal blood leak. A fresenius k machine was being used. The machine did alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a sample was provided from the reported lot for evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 100° to 190°, with the dialysate ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. See the attached photo documentation in the content tab.a review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred approximately 15 min into the hd treatment. The nurse explained that the leak was visually seen. The blood leak was described as being an internal blood leak. A fresenius k machine was being used. The machine did alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The device is available to be returned to the manufacturer for evaluation.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred approximately 15 min into the hd treatment. The nurse explained that the leak was visually seen. The blood leak was described as being an internal blood leak. A fresenius k machine was being used. The machine did alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.